Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the tubes underfilled. There was no specific patient information, however, it was noted that some patients were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood while using cat 367960 lot 2228625.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the tubes underfilled and tube pushed off of the needle. There was no specific patient information, however, it was noted that some patients were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood while using cat 367960 lot 2228625. Customer noticed the green tubes popping off the hub once put on.

Manufacturer narrative:
The following fields were updated with additional information: b.5. Describe event or problem: it was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the tubes underfilled and tube pushed off of the needle. There was no specific patient information, however, it was noted that some patients were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood while using cat 367960 lot 2228625. Customer noticed the green tubes popping off the hub once put on. H.6 additional imdrf annex a code: a150206. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits, tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode.